Manufacturer narrative:
The actual device is available for evaluation. The model number and lot number of the device were also provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "one each in the box has an open seal".

Manufacturer narrative:
The actual device was returned for evaluation. During the investigation, no evidence was found to determine how the sample arrived with an open seal. A detailed review of the seals of the returned product confirmed that the seals were intact and functioned as intended. The only plausible way for the seals to be opened is through manual interference. Additionally, a device history record review was conducted, verifying that all inspections were passed. The complaint could not be confirmed, and the root cause was not able to be determined. If any additional relevant information is identified, it will be submitted in a supplemental report.